Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of an incisional ventral hernia with a bard flat mesh and a non-bard plug. It was noted that the fascia inferior to the defect was attenuated. The pt also underwent a right ilioinguinal nerve block secondary to complaining of right groin pain, without any evidence of hernia, either on physical exam or by CT, which was somewhat limited by the pt's obesity. On (B)(6) 2004 - pt presented with right lower quadrant pain, with nausea, vomiting, and diarrhea. Md noted "presumed diverticulitis but pain is markedly worse today. Pt has had this pain before with left sided diverticulitis. On (B)(6) 2004 - pt underwent excision of the bard flat mesh and ventral hernia repair with a bard flat mesh. On (B)(6) 2005 - pt presented to the ER with stabbing pain in the right upper quadrant with intermittent diarrhea and constipation. On (B)(6) 2005 - pt underwent open roux-en- y-gastric bypass, partial excision of the bard flat mesh, and hernia repair with a non-bard mesh. On (B)(6) 2006 - f/u up visit, pt has lost (B)(6), but feels as though she has a hernia in the epigastrium. On (B)(6) 2006 - pt underwent excision of incarcerated hernia sac with primary hernia repair. On (B)(6) 2006 - f/u visit, pt has lost (B)(6) and presents with nausea. The pt has a midline hernia. On (B)(6) 2007 - pt underwent open incisional hernia repair with resection and partial excision of the redundant mesh. On (B)(6) 2007 - pt underwent drainage of post operative seroma. On (B)(6) 2007 - pt underwent debridement and revision of abdominal scar and excision of old mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. This is an obese pt with a medical/surgical history significant for tobacco use, hypertension, diverticulitis, hysterectomy, cholecystectomy, sigmoidectomy, and colostomy. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn. See MDR 1213643-2011-00713 for info related to the bard flat mesh implanted on (B)(6) 2004.